Event description:
Boston scientific received information that this right atrial lead had become dislodged within about two months of initial implant. There was no adverse patient effect beyond the need for unplanned surgical intervention. To date, information suggests that this medical device has not yet been returned to boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.